Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to the corroded keypad traces. There was no button error alarm during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that he had a button error alarm. Customer stated that his blood sugars kept running crazy. Customer stated that the pump won't let him out of the fill cannula when he is trying to bolus. Customer stated that he pressed the escape button 20 times and then received the button error alarm. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he changed out the set. Customer was not able to troubleshoot for the high blood glucose due to the button error.